Event description:
It was reported (B)(6) the pt is not receiving effective therapy from her dbs sys. Reprogramming was unable to resolve the issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.